Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had multiple power error alarms on insulin pump. The customer¿s blood glucose was 8 mmol/l. The customer was assisted with troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Power error due to connector resistance issue electrical board. The battery was removed from pump and monitored for 10 minutes. Device power up properly after insertion of the battery and no post-reset ram crc alarm alarms was noted.